Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was fractured while in the body and sensor cannula still in the body. The customer's blood glucose value was 300 mg/dl at the time of incident. It was also reported that the introducer needle was hard to remove. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside sensor base. Found no broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.